Manufacturer narrative:
Correction to previous g3: date received by MFR ¿ update the date to 02/11/2025. Additional information: d5, d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "under infusion" was reproduced. An accuracy test was performed at 25 ml/hr and the device met specifications. Another accuracy test was performed at 1200 ml/hr and the device did not meet specifications (below specifications). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a mis-calibated temperature sensor. The temperature sensor was calibrated to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused. This occurred during a norepinephrine infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.